Event description:
During a routine interrogation, it was reported that the heart rate curve showed rates at 60 ppm when the base rate was programmed to 70 ppm. In addition, there were no atrial or ventricular lead impedance graphs. The device remains implanted; the files from the programmer were sent for review.

Event description:
During a routine interrogation, it was reported that the heart rate curve showed rates at 60 ppm when the base rate was programmed to 70 ppm. In addition, there were no atrial or ventricular lead impedance graphs. The device remains implanted; the files from the programmer were sent for review.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). Since the device remains implanted, the programmer printouts were reviewed. The files showed that the reported behavior is in conformance with the device and programmer specifications. However, it should be noted that a programmer software anomaly prevented the access to the "rest rate" parameter in ddd/ddir modes. The programmer software anomaly was corrected in smartview 2.28 ug2 which has already been released in the us market. Device remains implanted.

Manufacturer narrative:
(B)(6) 2011.a response from the manufacturer is pending. Device remains implanted